Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen. According to the patient, on (B)(6) 2026, the patient experienced hypoglycemia and lost consciousness. The patient stated that they experienced no specific symptoms and ¿just had a feeling they were low¿. The patient is unable to recall the cgm value at the time and did not check their bg value. When the patient regained consciousness a fingerstick reading was taken, and the blood glucose reading was 43 mg/dl. The patient was treated by their wife with soda. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. There was not a complete set of reported glucose values available to search within the parkes error grid calculator after the patient regained consciousness. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.